Manufacturer narrative:
G3 initial awareness date was (B)(6) 2026. The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created by the finding of maude report number mw5188553 on (B)(6) 2026. The current complaint database has been researched for this event and there were no findings. The report was found to be written against an unknown catalog number, port, device. The date of the procedure was (B)(6) 2025. The report states, ¿dear sir/madam, this letter is being sent to you regarding an event that occurred on (B)(6) 2025 and was reported to (B)(6). The reported event was that during insertion of the initial port for a da vinci assisted mediastinal mass resection procedure, upon inserting the first unspecified port, the diaphragm was inadvertently perforated, resulting in a liver injury and subsequent bleeding. The procedure was converted to an open thoracotomy to control the hemorrhage, and hemostasis was achieved; however, the tumor was not removed. Despite these interventions, the patient ultimately expired. Further investigation revealed that the port which inadvertently perforated the diaphragm was a third-party airseal access port. A da vinci instrument or accessory did not cause or contribute to the reported event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).¿ no further assessment can be made by conmed as the reporter has remained anonymous. There were no allegations of malfunction for any conmed device. This report is being raised due to the reported death of a patient.